Manufacturer narrative:
The instrument was found to have the curved blade broken at the base. A piece approximately 0.463" x 0.084 in" was found to be broken off. The broken piece was not returned. Components adjacent to this broken blade do not show damage. The probable root cause is attributed to use conditions. Indented, cracked, or broken blades result from blade scratches and damage caused by contact with other instruments or other hard/metal objects (e.g., staples, clips, etc.) During use while the instrument is activated. Blade fractures propagate from initial contact sites due to the ultrasonic vibration of the harmonic ace blade, leading to eventual/premature failure (e.g., scratches and damage result in indentations or cracks, which then result in broken blades). This issue can be resolved by using an alternate instrument to complete the procedure.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted surgical procedure, harmonic ace instrument¿s tip was broken. No fragments fell inside the patient. The customer used a backup instrument. The procedure was completed with no reported patient injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive the da vinci product with an alleged issue to perform failure analysis. Review of the provided image is consistent with the complaint. The instrument appears to have the tip broken off from the instrument. Root cause of the failure mode cannot be confirmed without the returned device.